Event description:
It was reported that the patient has experienced nausea since implant. Revision of the lead placement was required. Further information is being requested from the company representative.